Event description:
Boston scientific received information that this patients right ventricular (rv) lead dislodged while they were in the recovery room. The physician observed an increase in threshold measurements was observed and sensing was inconsistent so he elected to reposition the lead successfully. No adverse patient effects were observed during this clinical observation.